Event description:
Hcp reported the patient was admitted to the intensive care unit with some respiratory difficulty and unresponsiveness. The patient had not had good pain control lately and the hcp had done a fluoro study. Hcp was unable to aspirate and told the patient to follow up with another physician for a possible catheter revision. The hcp is unsure if the patient made the appointment. Hcp had supplemented pt with oral pain medication and is questioning how much of these the patient had been taking. The hcp stated they do the refills, and the residual volumes had been accurate and the pump was functioning properly. The hcp stated they "did hear that patient was moved out of the ICU today".